Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen for the s5 roller pump became unresponsive. This issue was discovered by a sorin group service representative during routine preventative maintenance. There was no patient involvement.. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen for the s5 roller pump became unresponsive. This issue was discovered by a sorin group service representative during routine preventative maintenance. There was no patient involvement..